Manufacturer narrative:
H.6. Investigation: bd received 23 samples from the customer for investigation. The samples were evaluated by visual examination and the indicated failure mode for air bubbles in tube, fm in tube (embedded), fm in gel and dirty tubes with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that 14 bd vacutainer® sst¿ blood collection tubes had air bubbles and contained foreign matter. The following information was provided by the initial reporter: "the following issues were found in tubes (367989): air bubbles in tubes x14 fm in tube ×3 (embedded) fm in gel x1 dirty tube ×5".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 14 bd vacutainer® sst¿ blood collection tubes had air bubbles and contained foreign matter. The following information was provided by the initial reporter: "the following issues were found in tubes (367989): air bubbles in tubes x14, fm in tube ×3 (embedded), fm in gel x1, dirty tube ×5".